Event description:
A customer observed a non-reproducible false negative total b-hcg ii result from a pt sample tested on the vitros eci analyzer. The result was reported and questioned by the physician. A false negative result may lead to inappropriate physician action. There was no report of pt harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found no evidence to suggest that the vitros eci or vitros total b-hcg ii assay were not operating as expected. Review of analyzer data log files determined that the most likely cause of the false negative result was user error involving sample mix-up. This resulted in the wrong sample being processed and the incorrect results being associated with the pt.